Event description:
A positive advia centaur troponin ultra patient result was reported to the physician. Upon re-test, the troponin ultra result was negative. A corrected report with the negative result was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to improper wash aspiration due to pinch valve tubing being improperly seated in the valve. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.